Event description:
Iabp failed, the balloon would not fill. An autofill failure was identified on the balloon pump. The charge nurse attempted to tighten the connections and fill the iabp x3 without success. Another rn went to get another iabp to switch it over while charge rn was trying to get the current one to work. Within seconds it alarmed v fib/ v tach. CPR was immediately started. Second iabp hooked up and pumping throughout the code. Patient expired.the pump was checked by our biomedical services and the drain port connection was completely disconnected from the system.